Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07211, 2134265-2018-07212, 2134265-2018-07067. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Two watchman® access system (was) was positioned and two 27mm and one 30mm watchman ® laa closure device & delivery systems (wds) were used. During the procedure the first 27mm wds was deployed too proximal and was fully recaptured without any complications. An effusion sweep was performed with no indication of a pericardial effusion. The second 27mm wds was then used along with the single curve was. This closure device was deployed too deep and did not meet release criteria. While recapturing this device the physician felt a more than normal amount of resistance. Even though there was resistance the device was still able to be fully recaptured. Another effusion sweep was performed and again there was no pericardial effusion was present. At this time, the single curve was was removed from the patient and it was decided to use an anterior curve was as well as the 30mm wds. The 30mm device was deployed distally and was too deep in the appendage. When the device was deployed the patient became unstable. The patient¿s blood pressure dropped and it was noted that there was a wide pericardial effusion. The physician decided to release the device and perform a pericardiocentesis. This did not resolve the event so a pericardial window cardiac surgery was performed. Following the pericardial window, the event was resolved. The closure device remained implanted. They were unable to perform the release criteria prior to releasing the closure device. After the pericardial window, they were able to assess the device. The closure device was noted to be 50% compressed on all 4 views. On the 90° view of the tee, there was a 4mm jet noted on the inferior border of the device as well as a 3mm jet on the superior border. On the 135° view on tee, there was a 5mm jet observed on the posterior mitral side. The patient was stable and after the cardiac surgery finished, the patient was moved to recovery. The patient is currently doing well.